Event description:
It was reported that the customer's insulin pump alarmed. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was unable to prime during the prime test as a result of a loose drive support disk. The device was received with cracked reservoir tube lip, cracked case near the display window corners, scratched screen, and broken belt clip slot.